Event description:
New information received indicates that programming changes were made.

Event description:
New information received indicates that the device was explanted and replaced.

Manufacturer narrative:
The reported oversensing was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.

Event description:
New information received indicates that the patient was fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It s reported that when a patient presented in the emergency room, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. It was noted that the patient received inappropriate atp and hv therapy. Programming changes were recommended. The patient was in stable condition.